Event description:
The customer reported that the system would not boot. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The pcb's and connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.